Manufacturer narrative:
This supplemental report was submitted to provide additional information from the cutomer the technical director at the (ola) distributor reported the event occurred in the middle of cutting the patient's papilla. The breakage occurred inside the patient and the device was inspected prior to use. No further information was provided.

Manufacturer narrative:
The subject device was returned. The evaluation of the device found the cutting wire was broken near the distal end. The shape of the broken portion could not be confirmed. There was a scorch mark on the cutting wire. The part of the coated portion was missing. Based on the primary evaluation result, the length of the cutting wire itself presented no abnormalities. There were no missing parts in the cutting wire. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on pictures of the device and the similar complaint investigation results in the past, the most likely cause of the cutting wire breakage might be in one of the following states. High frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. A likely cause of the missing of the coated portion might be the following reasons. The slider was pushed more than needed. That have caused the cutting wire to deflect. The deflected coated portion of the cutting wire, and the metal part of the forceps elevator were came into contact while the forceps elevator was up. The tube was moved back and forth as a state of description ¿2¿. It can be assumed that the coated portion of the wire was scratched from the effect of contacting the metal part of the forceps elevator. The coated portion was torn and fell due to ¿3¿. As stated on the IFU and as a preventive measure, the user manual states: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor complaints for this device.

Event description:
During an unspecified therapeutic procedure, the wire of the single use 3-lumen sphincterotome v reportedly broke. The intended procedure was completed with a similar device. No patient injury or harm was reported.